Event description:
The customer reported the system had an x-ray disabled and frame sync error messages. Both errors were attributed to the same root cause, that being a problematic interconnect pin. This system failed to produce fluoroscopy x-ray and thus, is a reportable event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.